Event description:
It was reported that during a roux en y gastric bypass, the ancillary trocar snapped in half during pre-operation. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/10/2009. Information anticipated, but unavailable at this time.